Manufacturer narrative:
Epi-k separator ref. 19390 involved (lot unknown) was not returned to manufacturer for evaluation, but was made available at user facility for evaluation. Propper evaluation could not be made without sending to manufacturing facility. Healthcare provider reported they are not sure which epi-k motor was involved in reported incident. Epi-k motor ref. 19342 #k528 - was not within compliance with technical specifications - due to poor maintenance. Epi-k motor ref. 19342 #k572 - remained in compliance with technical specifications. This report was the result of a historic review based on company internal corrective & preventive action (B)(4).

Event description:
Healthcare provider reported they had epi-k case in june with stromal incursion, with (1) eye (other eye procedure was fine); put flap back and appeared to heal fine; patient never came back to complete procedure, claims now having vision issue. Incident was first case of day and does not know lot number of epi-k separator ref. 19390 involved, or which epik motor was used in surgery. Evolution 3e console, epi-k motors ref. 19342 #k528 and #k572, and epi-k ring ref. 19399/-1 to be inspected.